Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a non-specific error in checking calibration. Calibration for etco2 was due for the device. There was no patient involvement.